Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The connections on the anesthesia control board and power management board were reseated, resolving the issue.

Event description:
The hospital reported that, during a case, the unit alarmed alternate oxygen. There was no reported patient injury.